Manufacturer narrative:
Citation: ovcharenko et al. Prognostic model of typical complications caused by transcatheter aortic valve replacement. Sovremennye tehnologii v medicine, 12(2):27. E-published march 2020. Doi: 10.17691/stm2020.12.2.03 .earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the risk of postoperative disturbance of cardiac conduction and paraprosthetic regurgitation after transcatheter aortic valve replacement. All data were collected from a single center between august 2014 to november 2018. The study population included 10 patients (5 male and 5 female; mean age 79.5 years), all of whom were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, adverse events included: severe paraprosthetic regurgitation, left bundle branch block, and hydrothorax / pleural effusion. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.